Event description:
Physician reported pt returned to the clinic for first follow up appointment and dose change following the system implant two weeks prior. Upon interrogating the implanted pump, the physician reported the following message appeared on the programmer screen, "attention dialogue - reset occurred". The implanted pump remained programmed at 50mcg/day of 500mcg/ml baclofen for treatment of multiple sclerosis diagnosis, however, all the previously programmed catheter info was gone. The pump event logs were obtained and reviewed by MFR. It was determined the pump estimated replacement indicator (eri) reset had occurred and was corrected upon this interrogation. Verification of all programming fields and performing an alarm test to confirm the pt can hear the device audible alarm were recommended to the physician. No pt symptoms or issue reported with the alarm event.